Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported scope failed to be recognized by processor cp-1000. After initially showing endoscopic image on screen, after a second or two, screen goes black and processor displays image that scope cannot be detected. Dr. Fanous was advancing a snare through the biopsy channel and witnessed a off white substance exit the distal tip of the scope during a procedure. He then stated that he felt resistance when trying to advance the snare through the biopsy channel. This was during a colonoscopy. Scope was removed from the patient and reprocessed and removed from circulation. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51856) which was submitted. Therefore,MDR (9610877-2022-00279) filed on february 9, 2022 is considered a duplicate report.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k). G6: follow up #1. H2: type of follow up.